Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that there was malfunction with the image controller. The fse verify image processing & host. As a part of troubleshooting fse found that the flat detector controller (fdc) is defective. Fse replaced the flat detector controller (fdc). After replacement and the adjustments, the system was returned to use in good working order.

Event description:
It was reported to philips that corrupted images were received from the allura device. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.